Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator change procedure. During procedure, it was revealed that the pulse generator displayed loss of capture when exposed to electro-cautery. Programming changes were made. However, loss of capture was still observed. The pulse generator was explanted and replaced. The patient was stable before, during, and post procedure. The procedure was completed successfully.